Event description:
It is reported that a customer needed assistance reprogramming their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they received a lost sensor notification on their insulin pump. The customer was transferred to a sensor technician for assistance on the sensor issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.